Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI #: (B)(4). Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is new cup was cemented and stable. Femur was drilled under c-arm intensification and then reamed due to bone status. Femoral component was impacted in the appropriate position & anteversion. Postop limb lengths were symmetrical, rom full flexion, abduction limited to about 20 degrees with impingement of the neck onto the acetabular component. This was with the leg in neutral. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 51-108080, tprlc 133 mp t1 pps so 8x101mm, 6006745. Pt-116056, regen/rnglc+ ltd 56mm sz 24, 240160. 11-107018, freedom constr hd 36mm t1 std, 395440. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00314.

Event description:
A patient had revision right tha with cement spacers placed due to infection. Immediately postoperative it was noted that abduction was limited to about 20 degrees with impingement of the neck onto the acetabular component. Attempts were made to obtain additional information; however, none was available.